Manufacturer narrative:
(B)(4).

Event description:
It was alleged that the manta 1 up 15 deg tip broke during use. There was no report of any fragments falling into the surgical site. The procedure was successfully completed using a competitive device. However, the incident resulted in a surgical delay of 30 minutes. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors which could contribute to the tip breaking includes: excessive force during preparation or use or normal wear and tear of the device over time as the device is reusable. Visible deterioration such as corrosion or damage resulting from wear and tear or handling is cause for retirement of the instrument from further use. There are no indications to suggest the device did not meet product specifications upon release into distribution.